Event description:
Ous MDR - after an implant period of approximately 52 months, battery depletion was reported. During the previous follow up back in (B)(6) 2016, a remaining battery capacity of 60 percent had been noted. The patient has not noted any peculiarities during this period of time. Moreover, no MRI or radiation treatment had taken place. During the revision procedure, a kink on the rv lead was observed. Although all measurements were in range, it was decided to replace the lead as well. The lead was severely damaged. The ICD was returned to biotronik for analysis.

Manufacturer narrative:
The lead was not returned for analysis. This report therefore refers solely to the analysis of the returned ICD. The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eos, and 18 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The battery voltage was measured directly and confirmed a discharged battery. The electronic module was then connected to an external voltage source and underwent an electrical function check. First, the current uptake of the electronic module was measured, which proved to be unremarkable. In a next step, the electronic modules capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was normal. The battery was then returned to the battery manufacturer for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. This discovered an increased heat tone. In a next step, the battery was opened and examined. A short-circuit within the battery was detected. This short circuit enabled an increased battery-internal self discharge, which has contributed to a premature battery depletion. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self discharge of the battery. The electronic module proved to be without defects.